Manufacturer narrative:
(B)(4). Damaged cartridge. The analysis found that one device was returned in good visual condition and with five ecr60g cartridge reloads present. The cartridge reloads were received fully fired. One reload was received with the cartridge pan damaged. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted to be damaged. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Additionally, four ecr60g fully fired and in good visual condition were received. The event could not be confirmed as the device performed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process. A surgical photograph was returned for review. Ees field quality engineer provided the following summary after review: "it is my opinion based on the event description and photographic evidence that the abnormal staple deployment was the result of cartridge pan dislodgement."

Event description:
It was reported that during a sleeve gastrectomy procedure on the 3rd or fourth firing with a green cartridge and peri stripes. The device completely cut. On the patient side no staples deployed, on the specimen side there were staples sticking out of the cartridge deck and bent over but not in the tissue. The device returned to the home position. Minimal bleeding occurred, no transfusion was needed. The rep stated that the back part of the cartridge deck was raised and the drivers looked like they were mangled. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd or 4th firing. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No.